Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (batch no. 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (baby was in breech position.). Concomitant products included sucralfate since 2008 for acid reflux (oesophageal), sumatriptan since (B)(6) 2013 for migraine and headache, progesterone (prometrium) from 8-jul-2016 to 11-aug-2016 for vaginal bleeding as well as antipsychotics from 2015 to 2016, ibuprofen, methocarbamol from 25-sep-2015 to 30-aug-2016, naproxen sodium (aleve caplet), ondansetron (zofran) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), pruritus ("itchy skin"), uterine neoplasm ("tumor in uterus") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/painful cramp"), back pain ("back pain"), mood swings ("mood swings"), depression ("depression worsened"), vulvovaginal pain ("vagina side pain"), breast pain ("breast pain"), menometrorrhagia ("irregular and heavy periods twice a months") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017, robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, back pain, dyspareunia, migraine, weight increased, pruritus, menorrhagia, mood swings, depression, headache, nausea, dysmenorrhoea, uterine neoplasm, fatigue, vaginal discharge, vulvovaginal pain and breast pain had not resolved and the menometrorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusions most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as irregular and heavy periods twice a months, abdominal pain. Concomitant drugs, relevant lab data and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (batch no. 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (baby was in breech position.). Concomitant products included sucralfate since 2008 for acid reflux (oesophageal), sumatriptan since (B)(6) 2013 for migraine and headache, progesterone (prometrium) from (B)(6) 2016 to (B)(6) 2016 for vaginal bleeding as well as antipsychotics from 2015 to 2016, ibuprofen, methocarbamol from (B)(6) 2015 to (B)(6) 2016, naproxen sodium (aleve caplet), ondansetron (zofran) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), pruritus ("itchy skin"), uterine neoplasm ("tumor in uterus") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/painful cramp"), back pain ("back pain"), mood swings ("mood swings"), depression ("depression worsened"), vulvovaginal pain ("vagina side pain"), breast pain ("breast pain"), menometrorrhagia ("irregular and heavy periods twice a months") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017, robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, back pain, dyspareunia, migraine, weight increased, pruritus, menorrhagia, mood swings, depression, headache, nausea, dysmenorrhoea, uterine neoplasm, fatigue, vaginal discharge, vulvovaginal pain and breast pain had not resolved and the menometrorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusions quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (batch no: 50697310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (baby was in breech position.). Concomitant products included ibuprofen, naproxen sodium (aleve caplet), ondansetron (zofran) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), pruritus ("itchy skin"), uterine neoplasm ("tumor in uterus") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), mood swings ("mood swings"), depression ("depression worsened"), vulvovaginal pain ("vagina side pain") and breast pain ("breast pain"). The patient was treated with surgery (on (B)(6) 2017, robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, back pain, dyspareunia, migraine, weight increased, pruritus, menorrhagia, mood swings, depression, headache, nausea, dysmenorrhoea, uterine neoplasm, fatigue, vaginal discharge, vulvovaginal pain and breast pain had not resolved. The reporter considered abdominal pain lower, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: bilateral fallopian tube occlusions. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received- lot number, reporter information, patient details, product information, concomitant drugs, events- abnormal bleeding (vaginal), menorrhagia, mood swings, depression worsened, headaches, nausea, dysmenorrhea (cramping), tumor in uterus, fatigue, vaginal discharge, lower abdominal pain, vagina side pain, back pain, breast pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), weight increased ("weight gain") and pruritus ("itchy skin"). The patient was treated with surgery (on (B)(6) 2017, she underwent a pelvic surgery to try and alleviate her symptoms). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, weight increased and pruritus outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, pelvic pain, pruritus and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.